Manufacturer narrative:
The pump passed basic occlusion test and displacement test. There was no motor error alarms noted. However, the pump was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The pump was received with minor scratches on lcd window. The pump was received with cracked case at display window corners and battery tube threads.

Event description:
The customer's father reported via phone call of motor error alarms with customer's insulin pump. The father states the customer had high blood glucose levels and tried to conduct bolus, but could not due to the motor error. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was reported to be conducted. The customer was advised the pump would be replaced and returned for analysis.